Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump's history had missing data and missing bolus delivery history. The customer reported a blood glucose level of 227 (mg/dl) and delivered an injection. It was indicated that the current pump would continue to be used for diabetes management.